Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11 corrected: d2b the reported event could not be confirmed due to lack of product/event information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10: unknown stem unknown. Unknown liner unknown. G2: foreign: south korea. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference: do mu, seo js, kang sw, koo ht, suh kt, shin wc. Total hip arthroplasty using dual mobility cups for failed hip fracture fixation. Clinics in orthopedic surgery. 2025 jul 15;17(4):575.

Event description:
It was reported in a journal article that the purpose of the study was to assess the outcomes of conversion tha using a dm cup for failed hip fracture fixation. It was reported that 116 patients underwent conversion tha for failed hip fracture fixation, 83 cases using fb (fixed-bearing) cups and 33 using dm (dual-mobility) cups. The study included 68 male (58.6%) and 48 female (41.4%) patients; their mean age at the time of surgery was 63.9 years. Zimmer biomet components were used in all cases using a posterolateral approach with transosseous reinsertion of short external rotators and posterior capsule. In the dm group, the g7 acetabular system was used in all cases. In the fb group, trilogy was used in 28 cases (33.7%) and g7 in 55 cases (66.3%). The femoral components used were the versys fiber metal taper in 32 cases (27.6%), wagner sl revision in 29 (25.0%), and microplasty in 55 (47.4%). All cases also used a biolox delta femoral head. Follow-up was conducted at 6 weeks, 3 months, 6 months, and 12 months postoperatively, and annually thereafter with a mean length of follow-up for 1.5-2 years and a minimum of 1 year. Complaint 10: the study reported 1 patient in the fixed bearing group experienced deep joint infection.